Event description:
Patient admitted (B)(6) 2022. Perm hd catheter inserted (B)(6) 2022. Seal alert regarding recall of affected catheters from medtronic received 7/8/2022 with compliance end date of 7/22/2022. Alert states that medtronic has identified potential leaking at the hub and recalls the affected devices. Patient suspected to have a central line associated blood stream infection (clabsi) with date of event (B)(6) 2022. Perm hd catheter removed (B)(6) 2022 and catheter tip sent for culture. (B)(6) 2022: positive 4/4 bottles mrsa (B)(6) 2022: positive cath tip: >100 colony forming units mrsa (B)(6) 2022: positive 2/4 bottles (B)(6) 2022: positive 2/4 bottles mrsa. FDA safety report ID #(B)(4).